Manufacturer narrative:
On (B)(6) 2020, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where leaking hemostatic valve occurred. Device evaluation details: the device evaluation has been complete. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. These findings were reviewed and determined they continue to be deemed MDR reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal action related to the reported complaint were identified and all acceptance records demonstrate that the device was manufactured in accordance with device master record. The hemostatic valve issue reported by the customer was confirmed. The root cause of the hemostatic valve detachment could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the hemostatic valve, since a stress mark and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large where leaking hemostatic valve occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath - large was inserted properly and as per instruction. The physician noticed after a few seconds that the handle of the sheath was dripping blood as if the back valve was not functioning properly. We observed that the blood discharging from the handle was not going to stop. The carto vizigo¿ 8.5f bi-directional guiding sheath - large was taken out and replaced. The new one performed fine. There was no patient consequence. Nothing appeared broken or separated from the outside of the handle. Blood was observed in the clear lure hub after the dilator was removed. The drawback tubing was capped off on both ports. Blood was exiting the clear lure hub. No air was introduced into the body. Hemodynamics was not compromised and no intervention was required (only 2ml blood lost).